Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during cataract surgery with intraocular lens (iol) implant procedure, iol was cracked near where the haptic joined the lens. The lens was taken out of the eye and the procedure was completed. Additional information has been requested.